Event description:
It was reported that force sensor test failure event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed good condition with no appearance of any physical damaged. Device failed force sensor reading. The root cause of the reported issue was found to be normal wear; device was over four years old. Force sensor was out of calibration as a result of normal wear. Actions taken to mitigate the reported issue: performed force sensor calibration and all functional testing. Performed occlusion test and all functional testing which passed.